Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "the device related to the reported event of capsular contracture was received on (B)(6) 2021 with lot number 2994245. Visual analysis of the returned device identified flat creases, dark ring and deformation. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing." The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown.

Event description:
Health professional reported right side capsular contracture baker grade unknown. Device has been explanted.